Event description:
It was reported the physician implanted a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt procedure on (B)(6) 2026. During the procedure, a kink was noted in the stent and was attributed to a severe turn in the tips tract. As reported, the kink was left unresolved. On (B)(6) 2026, a reintervention was performed due to reported device related thrombus. The physician attempted to access the tips tract with an access catheter; however, the tip of the sheath pushed the viatorr® device forward. The physician attempted to move the device back into place with a 10mm mustang balloon. In the process, the balloon catheter separated at the transition between the catheter and where the balloon was mounted. This force caused the balloon and catheter portion to break off and migrate with the viatorr® device completely into the portal vein. Wire access was lost and the patient was brought the patient back a different day.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.